Event description:
On (B)(6) 2012 the patient was implanted with two distractors. On (B)(6) 2013 the surgeon performed a removal of two distractors because they were ready to come out and noticed they were not distracting to the bone. The distractors were relapsing at 30 percent and not functioning. At the time of the removal of the distractors two of the foot plates broke. The procedure was prolonged by an unspecified amount of time, taking longer than the normal procedure time. This is 5 of 8 reports for this event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development engineer advised on (B)(4) 2013 that additional part needed to be added to the complaint. A manufacturing evaluation was conducted and the report indicates the distractor was received with visible signs of use. The meshplate has toolmarks and the anodize scraped off. The plate is bent in a curved configuration. The laser etching is legible except for the last digit (3) of the (B)(4) meshplate is cutoff. The manufacturing evaluation the distractor showed that the footplate was in specification for the l1 plate thickness, the plate hole diameters, d1 and the material, titanium. The l6, g1, l2, l3, l4, l5, d2 and f1 dimensions are unobtainable due to the damage to the part or the assembled condition of the footplate. The plate is still attached to the plate and not broken. The device history record (DHR) review showed that there were no issues during the manufacture that would contribute to the complaint condition. The DHR review of the raw material showed that there were no issues during the manufacture that would contribute to the complaint condition.